Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "loss of liquid that preserves the suture and stains the container."